Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine follow up. Upon interrogation the pulse generator exhibited a diagnostics anomaly. No changes were made, the patient was stable throughout interrogation and would continue to be monitored.